Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after 1 hour of use a leak was noted. Reporter observed a crack in the device. Another device was utilized to complete the procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. There was a cut on the circular seal. The device passed a leak test. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.